Manufacturer narrative:
The returned lead was only available in fragments. It had been cut 12 cm distal of the df4 connector pin. Both fragments were returned for analysis. The returned fragments were inspected visually and electrically. Aside from tissue residues at the shock coils, multiple signs of wear were seen at the lead body, especially in the distal area. However, the lead showed no conduction interruptions, aside from the fragmentation, which was probably caused during the extraction. The volume resistances were measured without anomalies during the electrical analysis. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead showed unacceptable stimulation impedance values (> 3000 ohm) and was explanted approx. 72 months after implantation.